Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was inoperable. The patient did not recharge or use her scs system as recommended. Consequently, the patient will undergo surgical intervention at a future date to address the issue.

Event description:
Follow-up information revealed the patient decided not to undergo any interventions at this time.